Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient, who has a history of ventricular tachycardia (vt), experienced cardiac arrhythmias and was transferred to the hospital for evaluation of implantable cardioverter defibrillator (ICD) shocks. The patient experienced 15 episodes over a 2 day period but was not prevented from doing usual activities. An electrocardiogram revealed atrial fibrillation. No ventricle assist device (vad) alarms were noted upon interrogation of the controller. Additional information revealed the controller was changed out and a new backup controller was provided as a precaution. It was noted that the black power lead had a small kink. The white power lead bend relief had green oxidation liquid on it. Additional information revealed that the patient had further ICD shocks. These shocks occurred 15 times over a two-day period. Interrogation of the ICD revealed non-sustained vt. No changes were made in their medication and the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a kink in the black power cable, and damage and fluid ingress on the white power cable bend relief were unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis and no log file was submitted for review. Additional information provided on 02aug2021 stated that no adverse event or device malfunction occurred. The patients controller was changed as a precaution and noted a kink in the black power cable, and damage and green oxidation on the white power cable bend relief. Additional information provided on 07sep2021 stated that the exchanged controller will not be returning and was discarded. The root cause of the reported events were unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 08mar2016 via customer order. Heartmate ii instructions for use entitled ¿system operations¿ and heartmate ii patient handbook entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿. Heartmate iii instructions for use ¿equipment storage and care¿ and heartmate iii patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage and making sure that the controllers do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.